Event description:
A call to technical services was made on (B)(6) 2013 stating that this lead was the possible cause of problem. The device and the rv lead was replaced. Patient was in atrial flutter. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).